Event description:
Clinic notes were received for review. It was noted on this patient's history that they have obstructive sleep apnea. No other information was noted in regards to this event. It is unknown when it was first diagnosed. Good faith attempts made thus far and no further information has been attained.